Event description:
It has been reported during the procedure as the physician attempted insertion of this device the device failed to lock in. It was necessary to remove and replace the sheath in order to complete the procedure. There is no report of pt injury and the device is being returned for analysis.